Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued. Replacement power cable shipped to site 12/18/2013. Medtronic investigation of returned suspect device finds that as reported, the cable jacket has been cut slightly exposing the internal wires, but no bare conductors. The plug tines are all slightly bent to one side. The cable passed a continuity test with no opens or shorts detected. Physical damage, cable cut and damaged, directly caused the event.

Event description:
A medtronic representative reported a navigation system outer cable with damage to the coating on the power cord. Internal wiring was exposed. The system was not being used. There was no patient present when this issue was identified.